Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient was driving home from a 12-hr work shift when he became dizzy, ¿blacked out,¿ and had an accident. The patient believed the cgm gave inaccurate readings although he was unable to provide any related discrepant cgm and bg values from the time of the event. He did not remember any cgm alerts or other symptoms prior to the event, except that he was tired, having walked 1 and a half miles to his car after his shift. He regained consciousness when the paramedics asked him questions at the scene of the accident. He does not remember what treatment the paramedics performed, except that the bg fingerstick was about 40 mg/dl, and when he looked at his smartwatch, the cgm value was 60 mg/dl. He did not specify if these values were taken before or after treatment. He was transported to the emergency room (ER) for evaluation, and remembered having a chest x-ray and head CT (computed tomography) scan. His ribs were sore, and the healthcare personnel (hcp) said he had bruised ribs and no concussion. Six hours later his parents drove him home from the ER. He continued using the same sensor, and the next day observed a second inaccurate cgm reading (190 mg/dl) when compared to a bg fingerstick (89 mg/dl). At the time of contact, the patient said that his ribs and overall condition had improved. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.